Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. A device history review was conducted and it was found that no nonconformances or other adverse quality observations are contained in the device histiory record. Product development evaluation was completed. The design has been evaluated and has been determined to be acceptable for the intended use. Placeholder.

Event description:
During the final tightening of the caps the stardrive screwdriver shaft started to slip. Upon inspection after the case it was found that two of the points on the tip were rounded off, causing the screwdriver to malfunction. This is report 1 of 1 for complaint (B)(4).